Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A 3.50x8mm liberte bare stent delivery system (sds) was advanced to the stenosed unspecified target lesion location. The sds could not cross the lesion and the stent became deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A 3.50x8mm liberte bare stent delivery system (sds) was advanced to the stenosed unspecified target lesion location. The sds could not cross the lesion and the stent became deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion stent delivery system and stent with no original packaging or other devices. There was blood and contrast on the outside of the device. There was distal tip damage. The balloon was tightly folded and the stent was centered between the markerbands. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damage and crossing difficulty. There was no evidence of any product quality deficiencies. A thorough analysis of the returned device could not confirm the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).